Event description:
It was reported that patient¿s ipg was inoperable. As a result, surgical intervention took place wherein the ipg was explanted and replaced on (B)(6) 2025 to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.